Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 9213726 and the review did not reveal any detected abnormalities during the production process that could have contributed to this defect. To further investigate this issue, one sample was provided for evaluation by our quality team. Through examination of the provided sample, it was observed that there was no label on the syringe. It has been determined that this incident resulted from a failure in the vision detection system within the manufacturing environment. The vision system should have rejected this defective syringe. To prevent this issue from recurring, the camera on the vision system was cleaned and the lens was refocused. Test samples without labels were then sent through the vision system to ensure proper detection and rejection.

Event description:
It was reported that scale marking issues were found before use with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "there was no graduation on the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "there was no graduation on the syringe."